Event description:
It was reported an over infusion event that occurred on (B)(6) 2025. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: usage of device annex b: b17, b14 annex c: c20 annex d: d15 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had overinfusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported an over infusion event that occurred on 21 july 2025. There was patient involvement but no harm.